Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material on tube and stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign material on tube and stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in separator x1 dirty shield x1."